Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a lead safety switch due to high right ventricular (rv) impedance measurements of greater than 2000 ohms. Noise and oversensing were also noted on the rv channel. The patient was not pacemaker dependent; therefore, there were no pauses in pacing. Troubleshooting options were discussed. The device was reprogrammed to unipolar configuration and adequate pacing and sensing were noted. There were no other actions or interventions planned. No adverse patient effects were reported. The device remains in service.